Event description:
Surgeon was not able to dilate and the patient's cervix was torn. Several attempts were made to obtain further information about the incident.

Manufacturer narrative:
Upon receipt, the item and all of the available information will be forwarded for analysis to the manufacturer, aesculap ag, in germany. Please note the complaint was filed against the md593 set due to the lack of information. Once clarification of the incident and products used, is received, a follow up report medwatch report will be filed.